Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: unavailable. Investigation summary ==> the complaint device is not being returned, it was discarded by the customer, therefore, unavailable for a physical evaluation. This complaint cannot be confirmed. No non-conformances were identified for this part number, lot number combination per (B)(4) query executed on 4/24/2019. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during a shoulder procedure, it was observed that the versalok threader tab did not hold. An additional anchor was opened and the operation ended with no influence on surgery and patient safety. It was reported that there was no difficulty aligning instruments required for insertion prior to use. It was reported that there was no excessive force needed to insert the device. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.